Manufacturer narrative:
The investigation has been completed since the original report was submitted. According to the clinical information, shortly after beginning impella cp support the flows began to decrease. Imaging confirmed the presence of a cannula kink that could not be resolved after multiple attempts. The decision was made to explant the pump and replace it with another impella device. No product was returned for a visual inspection. Data log analysis confirmed suction alarms with gradual decrease in flow. The most likely cause of the low flow was a cannula kink. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.1 was revised due to medical safety officer review. H.6 codes 2199 and 2964 1248 were reported incorrectly on the previously submitted report. New code has been added to health effect - impact code.

Event description:
The patient expired. Upon review by abiomed's medical safety officer, there is not enough information to exclude the patient's outcome from the use of the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient who had just had an impella cp implant had the flow reduced. Images were taken and a kink was noticed in the cannula just distal to the motor. The medical team attempted to manipulate without success and decision was made to explant the device and implant a new one. No patient harm was reported due to the issue.